Event description:
It was reported that a spectrum pum pdisplayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was observed at power up but was not reproduced. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.